Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, and prime test. However, the device had a stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the excessive no delivery alarm and the external ram crc error alarm due to a motor error at bolus. Unable to perform the excessive no delivery alarm due to a motor error alarm. The device confirmed displayable history crc check failed on startup alarm at alarm history file due to a corrupted history file. The insulin pump received with a scratched lcd window, cracked case at the display window corner, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.